Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation due to the lifevest rubbing against a pre-existing incision on the patient's chest. The patient reported that the left side electrodes were coming in contact with the patient's surgical incision. The patient's physician prescribed an ointment and antibiotics for the wound. Follow-up indicated that the wound had been healing.